Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced when placing the his bundle pacing lead. After repeated rotations, myocardial tissue was noted on the helix. Due to concern that the helix might be affected, the lead was removed, and a different lead was implanted. No patient complications have been reported as a result of this event.